Event description:
Upon evaluation of a transfer set sample for a non-reportable issue, baxter noted the transfer set had a broken occluder foot in addition to cracked tubing. Noted after use. No patient injury or medical intervention was reported at time of initial report by baxter affiliate.